Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "capsular contracture baker grade unknown, tightness, firmness, the implants are migrating towards their armpit and higher up on the chest, and their breasts are disfigured". Patient also noted, "the current state of my implants has a critical effect on my mental and physical health. I am embarrassed and ashamed of the deformities". Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, right side "capsular contracture, baker grade unknown. Tightness, firmness, the implants are migrating towards their armpit and higher up on the chest. And their breasts are disfigured". Patient later reported, the implant had "critical effect on my mental and physical health. Embarrassed and ashamed of the deformities. And have isolated myself. Do not want to leave my house and engage with society, because of my chest's physical state. This has affected my self-esteem and detrimentally impacted my mental health". Healthcare professional, later confirmed, capsular contracture, grade iii. Device has been explanted.